Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a plunger clamp in the problem area of the pipetter assembly was badly worn. The clamp and lld contact spring were replaced and all the plunger clamps were cleaned. Also found were two bent tip clamps. These were replaced. The pipetter arm and tip conveyor was adjusted for tip loading and dispensing. The instrument was tested without further problem and returned to service.